Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of cancer ("lymphoma"), deemed not device related, is considered an unexpected adverse drug experience.

Event description:
Patient reported being injected with juvéderm® volbella® xc in the lips. Patient reported experiencing angioedema an unspecified amount of time after injection. Patient reported reoccurrence of the "swelling" 4 months post injection. Patient reported they were recently diagnosed with (non-device related) lymphoma. Symptoms are ongoing.